Event description:
It was reported that the patient underwent a revision procedure in which the spinal cord stimulator implantable pulse generator, ipg, was repositioned to a more comfortable position. No devices were implanted or explanted. The patient was doing fine post-operatively and has fully recovered.